Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received/analyzed the universal surgical manipulator (usm) and the reported failure was confirmed. The usm was tested on an in-house system in normal mode and failed, triggering 31226. The usm also was tested on the pftp and it failed on fiber test pointing to the clock spring and parallelogram fiber. A golden fiber was installed and the fibers test passed on retry. When the original fibers were reinstalled, the usm failure returned. The clock spring and parallelogram fiber assemblies will be replaced as a fix to the reported issues. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and noted multiple recoverable faults on universal surgical manipulator (usm) 1 even after power cycling system. The fse removed and replaced usm 1. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the clinical sales representative (csr), contacted the technical support engineer (tse) to report that a recoverable fault occurred on arm 1 of the patient side cart (psc). The customer power cycled the system after the arm was disabled and are continuing normally with no further issues at this time. The csr will call back if they find out any more information. The system logs are not showing any recoverable error at this time, another power cycle is needed to refresh the logs. The csr called back in to report that the customer power cycled the system and it powered on and homed. They further stated they hooked up to the onsite network. The tse checked the logs and was unable to see any errors in the logs and only saw a mid-procedure restart. The customer is continuing with the case. The csr called technical support to report the recoverable error occurred again on arm 1 during the same procedure. The customer recovered the fault, and it disabled the arm. Csr could not provide recoverable error number and the system was being restarted. After system restart, arm1 was working normally with no further issues. Tse still not able to review logs. Tse advised if the error occurs again, record the number, hit the emergency stop button and power cycle so logs are available. The customer called back to report issue returned. Tse had the customer perform a hard restart of patient side cart (psc). Csr did that and the customer is continuing with the procedure. Logs confirmed 40100 and other errors related to universal surgical manipulator (usm1). The procedure was completing as planned with no reported injury.